Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to start up and was stuck at 00:00. Upon troubleshooting fse found that a monitor was directly connected to the pc; however, there was no display output detected and also identified the pan handle was defective. To resolve the issue, fse replaced the fru flex pc and pan handle. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.